Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. The patient suddenly started having stimulation in the wrong location the last few days (confirmed as (B)(6) 2018). The patient¿s target pain area is in the back, and the stimulation is now below the waist and around the knees. Her legs and knees are tingling bad. It was so bad the night prior to the report that she had to get up and sit in her recliner. She¿s still getting stimulation to the target area which is helping her target pain. The patient denied any trauma, falls, or activities that may have caused or contributed to the issue. She has tried lowering stimulation and confirmed that she¿s able to change between programs and groups; however, this did not resolve the issues. The patient was redirected to her health care provider for potential reprogramming. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-aug-20. When asked what circumstances led to their implant shocking them and not working the patient stated that they just got up one morning and it was shocking them. There was nothing different than any other day. They called to get an appointment with their healthcare professional (hcp) and was told a month later that their appointment was (B)(6) 2018 at 9:30 am. The patient started trying to get an appointment in (B)(6). The implant not working has not been resolved because their appointment was on (B)(6) 2018 but the hcp called them on (B)(6) 2018 and moved the appointment up to (B)(6) 2018 at 1:00pm. The patient noted that it is not currently shocking them but it is not working correctly either. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she met with a manufacturer¿s representative (rep) and she got the worst of the tingling to stop. The patient reported that the stimulation in the wrong location was resolved ¿yes and no.¿ the patient reported that it wasn¿t shocking her like it was, but her stimulator (ins) wasn¿t working, but she had been trying to get an appointment with a healthcare provider (hcp) so she could fix it, but she couldn¿t seem to get an appointment for an x-ray. The patient reported that her ins was only better, but it wasn¿t reaching the areas it should be. The patient reported that she was contacting the hcp every 2 weeks and they have been saying they would email the hcp¿s answering service for an appointment and she hasn¿t gotten one yet. No further complications were reported.